Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of needing assistance programing new meter. The customer states they had high blood glucose level of 450mg/dl. The customer attributes the highs to having eating cookies and ice cream. The customer declined to troubleshoot for highs. The customer was assisted with programing meter.